Manufacturer narrative:
Approximate age of device - 11 months. The device was returned, evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
A correlation between the patient¿s reported driveline infection and the findings during the evaluation of the device could not be determined. The device was returned assembled with the driveline (dl) cut approximately 9 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was returned attached to the pump¿s outlet port. Evaluation of the device upon disassembly revealed a collapsed, hollow, biological lining of tissue like clotted blood. This deposition lacked any lamination or denaturation indicating that it did not originate in this location and developed acutely. Due to its size, it did not appear that this deposition would have occluded blood flow. Examination of the rotor upon disassembly revealed a small, unstructured tissue like deposition which was not adhered to the rotor. The observed depositions appeared to be consistent with poor surface washing due to a low flow event or interruption in flow. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that a white blood cell scan indicated infection around the device inflow aseptic emboli to the left upper extremity and sepsis. The patient was explanted and discharged without a pump.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump was explanted due to suspected driveline infection. No additional information was provided.